Event description:
Several months postoperatively, the pt was walking when the hinge on his brace broke. There was no injury to the pt. Although there was no injury to the pt a report is being filed for informational purposes.